Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. The device log was reviewed and noted an error code. The error code was reproduced when a battery was inserted into the pump during investigation. The motor was replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to the motor.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One cadd® cadd-prizm® vip system was returned for analysis. The customer's reported problem was "ec 10037". A visual inspection found the pump to be in good physical condition. Evidence of reported problem in event log revealed 10037 alarm messages. Attached a battery into pump and pump was displaying an error code "10037" message. No problem was found such as loose motor case or motor lock out. Recommend motor be replaced. What caused the reported problem was determined to be unknown. Who caused the reported problem was determined to be unknown.

Manufacturer narrative:
Additional information was received indicating that there was no patient involvement, the issue was found during bench test, and the event date was (B)(6) 2018.